Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that at installation, there was a speaker malfunction. There was no patient involvement.